Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that approximately eight months following the implant of this valve, an echocardiogram revealed a large echo-lucent area around the base of the aorta suggesting a perivalvular aortic valve abscess with mildly thickened leaflets. A fistula in the left ventricular outflow tract (lvot) was reported and confirmed on an echocardiogram. Endocarditis was reported and the valve was explanted five days later. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight months following the implant of this transcatheter bioprosthetic valve, a new bioprosthetic valve was implanted in the same position for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history records for the valve and associated sterility lot records were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.